Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Company representative reports patient discussed quality issues with breast implants on a documentary reporting "silicones from patient's implant are migrating through their body". Not known if device remains implanted. This relates to the right device.